Manufacturer narrative:
(B)(4). This event occurred in (B)(6). (B)(6).

Event description:
The customer received a questionable low alb2 albumin gen.2 result for one patient sample. The initial result was 2 g/l and the repeat result was 34 g/l. Information was requested concerning if the erroneous result was reported outside of the laboratory, but it was unknown. There was no allegation of an adverse event. The reagent lot number was 277652 with an expiration date of 30-nov-2018. Since the provided calibration and qc data was acceptable and the issue only occurred once, most likely the root cause was preanalytic.

Manufacturer narrative:
The field service representative checked various areas and functions of the analyzer. He made adjustments and replaced the heat cut filter and seals. He ran performance testing and the customer ran precision and quality controls which were acceptable. The investigation was unable to find a definitive root cause. Based on the provided data, general reagent or hardware issue could be excluded.